Event description:
According to the implant surgeon's dictation, 4-0 nurolon (non-absorbable) sutures were used to secure the generator to the fascia. There is no indication as to the cause of the migration.

Event description:
It was reported via clinic notes dated (B)(6) 2013 that the vns patient was experiencing a change in seizure and had a "loose" vns generator that was tender to palpitation. There was no fluctuance or redness. In the patient was referred to neurosurgery for the "loose vns." In clinic notes dated (B)(6) 2013, there was no mention of the generator being "loose" and the patient noted much improved seizure control with vns implant. The patient was referred to the surgeon for "vns adjustment" due to possible generator migration. Attempts for additional information have been unsuccessful to date.

Event description:
Repositioning surgery occurred on (B)(6) 2013.